Event description:
A tonsillectomy was performed successfully using an evac 70 xtra hp arthrowand. The pt sustained two burns on the left side of the mouth following the procedure. The burns appeared as white blisters and were treated with ointment. The pt was also prescribed dectron and orabase for swelling.

Manufacturer narrative:
The device is returning for investigation. A follow up report will be provided once the lot history record review and investigation are completed.